Manufacturer narrative:
(B)(4) -uterine and vaginal prolapse. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that patient underwent explant of mesh in (B)(6) 2007 due to uterine and vaginal prolapse. It was also reported that patient underwent redo of lift in (B)(6) 2007 using an unknown device by unknown manufacturer due to uterine prolapse. It was also reported that patient underwent complete hysterectomy on (B)(6) 2012 due to complete uterine and vaginal prolapse.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah/bso due to complete uterovaginal prolapsed. It was reported that patient underwent mesh implant on (B)(6) 2012.

Manufacturer narrative:
Additional patient code: (B)(4) - uterovaginal prolapse additional narrative: it was reported that following insertion the patient experienced uterovaginal prolapse.